Event description:
It was reported that during the implant procedure there were multiple attempts made and difficulty experienced while attempting to position the atrial lead as the lead dislodged, had poor sensing, and had tissue within the helix. There were also issues with the implant attempt of the ventricular lead as tissue was noted in the helix. It was further reported that the physician's implant technique was outside the recommend technique for extending the helix. The attempted leads were explanted and replaced with new leads. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.